Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-jul-20 reported the cause of the withdrawal was due to the infection from the pocket revision. It was noted that the infection from the pocket revision healed. It was noted that the pressure sore, infection, and withdrawal had been resolved. The patient's weight at time of event was (B)(6) pounds. It was noted that the pump was implanted on (B)(6) 2016 and revised on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 3000.0ug/ml for a total dose of 720.4ug/day and unknown morphine 10.0mg/ml for a total dose of 2.401mg/day via an implantable pump for non-malignant pain. It was reported at a follow up appointment from the relocating the pump, the patient had an issue with their pressure sore on top of the pump, and the healthcare professional (hcp) did not want to inject through the infection into the pump. The hcp decided to turn the pump down and stay working until the hcp returned on (B)(6) 2017 on (B)(6) 2017 the patient stated the medicine was low and the hcp could not fill it. It was noted that they shut the pump off and the patient went through withdrawals because there was an infected place above the pump location. It was noted that they had to wait until the hcp came back before the pump could be refilled with medication on (B)(6) 2017. It was noted that the pressure ulcer infection cleared up by (B)(6) "2107", and the patient follow up with hcp on (B)(6) "2107". It was noted that on (B)(6) 2017 that the patient's pre-existing pain was coming and going and stated that when they went into the office they increased the pump medication by 20% and gave the patient a bolus around 10:30 a.m., and the issue was resolved until 1:30 p.m. And then the pain returned after the bolus wore off. Event date was noted as 2017. No further complications were reported/anticipated.